Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports, and pump connectors. This is an additional finding, not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Additionally, supplemental testing was performed and the controller was allowed to run for an extended period of time; results revealed that the controller's surface temperature felt normal to the touch and thermal readings of the controller were normal. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2024 at 23:20:05, and multiple event exceptions logged on (B)(6) 2024, indicating an issue with the internal battery. Log file analysis revealed that the controller was in use for more than two (2) years. Additionally, log file analysis revealed a controller power up event with an associated pump start event was logged on (B)(6) 2024 at 07:48:23. Of note, review of the event log file revealed that the controller was not in use for 8 hours, 19 minutes and 24 seconds, indicating that the power up event occurred during a controller exchange. Log files revealed two (2) vad disconnect alarms were logged on (B)(6) 2024 at 23:28:51 and on (B)(6) 2024 at 07:48:30, indicating a physical disconnection of the driveline from the controller, likely during a controller exchange. As a result, the reported controller fault alarm and loss of power event were confirmed; however, the reported overheating event could not be confirmed. An internal visual inspection did not reveal any anomalies; no anomalies were observed with the internal battery. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the reported loss of power can be attributed to a controller exchange, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented for a routine clinic appointment, and upon submission of log files it was noted that there had been a ventricular assist device (vad) disconnect alarm. The patient stated that they did a controller exchange at home but did not call the vad team. The patient stated that they fell asleep on top of the controller and woke up to an alarm saying that the controller was very warm, so the patient performed a controller exchange. The next morning, the patient exchanged the controller again from the backup controller to the original primary controller thinking that the primary controller had enough time to "cool down". Log file review indicated that the primary controller also exhibited a controller fault alarm due to internal battery end of life, so the patient was instructed to come back to the clinic for a controller exchange for a new controller. Log files also revealed an unexpected loss of power. The patient refused to come in until their next scheduled clinic visit nine days later. Log files were sent for review to ensure no atypical motor start history and the patient was re-educated on the risk of double disconnect and not to do any controller exchanges at home. The patient subsequently came in for the scheduled controller exchange, and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.